Event description:
It was reported that the patient had their device explanted due to infection back in 2010 and that the patient had an open sore on their buttocks and was taken to the ER. It was reported that the device was protruding from their backside and the ER removed the device. Since (B)(6) 2012,the patient had suffered chronic uti infections and had been on low grade antibiotics since that time. It was noted that the patient was going to their urologist for incontinence symptoms next week. The reporter just realized that the patient had at one time the device implanted then removed because, the patient just handed them the registration card last week and that no one knew that the patient had the device implanted. It was noted that the patient had severe dementia and did not remember the implant procedure. The patient was implanted in (B)(6) 2009 and then moved to an assisted living facility in (B)(6) 2009 due to a break down. It was reported that the patient suffered an infection at some time in 2010 and the implant was removed. It was noted that the patient had fallen 2 or 3 times in 2010 and bumped their head.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v302162, implanted: 2009 (B)(6); product type lead. (B)(4).